Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: hospital facilities management. E1b event site name: (B)(6) hospital. H3 other text : device not returned to the manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our mobile tables 113212a0 alphastar mobile operating table. As it was stated, during a surgery, the leg plate got caught on the stool which was placed underneath which consequently resulted in lifting the base of the alphastar table. When the table started shaking, the doctor instructed the nurse to reset. During the reset, the suspended part of the operating table fell to the ground and pressed on the doctor's foot resulting in a large and deep cut. Following the incident, a CT scan was performed and showed no significant damage to the bone. The user's injury required surgical treatment. According to the provided information, the surgical procedure was completed normally and the patient was not affected by the incident. We decided to report the issue due to serious injury of the user.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables ¿ 113212a0 - alphastar mobile operating table. As it was stated, during surgery, the leg plate got caught on the stool which was placed underneath which consequently resulted in lifting the base of the alphastar table. When the table started shaking, the doctor instructed the nurse to reset. During the reset, the suspended part of the operating table fell to the ground and pressed on the doctor's foot resulting in a large and deep cut. Following the incident, a CT scan was performed and showed no significant damage to the bone. The user's injury required surgical treatment. According to the provided information, the surgical procedure was completed normally, and the patient was not affected by the incident. We decided to report the issue due to the serious injury of the user. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As no malfunctions with the device were found, it was considered that the getinge device was up to the specification. A review of the received customer product complaints revealed that the issues led to serious injuries to the users. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is 0,04% as there was one similar reportable customer product complaint related to the investigated issue. The affected mobile table has been evaluated by the service technician. The evaluation revealed that there was no malfunction with the table itself. The technician provided information that the reported incident was caused by improper operation. According to the provided information, the staff put the stool under the leg side of the operating table. After resetting the table position, the table base suspended on the stool, fell to the ground and pressed on the doctor's feet, causing the foot injury ¿ large and deep incision. CT showed no significant damage to the bone, and surgery has been performed with a fair recovery. In the user manual (ga 113211 en 11, page 8) the user is informed to not lay any object on the base of the or table. The user is also instructed to remove possible obstacles to the adjustment of the or table (ga 113211 en 11, page 5). In summary and as a result of the performed root cause evaluation, it was concluded that no malfunctions with the mobile table were found and the reported issue and serious injury of the user was caused by the user error and non-compliance with the user manual. We believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date:08/01/2007. Corrected h4 device manufacture date: 08/08/2007.